Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code (B)(4) log v1333829 (lot laser-marked on the component code 934110) before the market released. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on 07/14/2015 is currently under technical evaluation. We will provide you with a follow up report as soon as the results of the technical evaluation will be available. Medical evaluation: the info made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation will be available. As soon as further info will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: elbow left; pt info: (B)(6), female, weight (B)(6), height (B)(6); previous health condition: healthy; problem observed during: clinical use on pt/intraoperative; event description: breakage of the central unit during adjusting the humeral carbon rod. The complaint report form indicates: the device failure did not cause adverse effects to pt; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure -15 minutes longer anesthesia; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available; patient current health condition: patient health is very good. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 93410 lot v1333829 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on july 14, 2015 is currently under technical evaluation. We will provide you with a follow up report as soon as the results of the technical evaluation will be available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. As soon as further information are available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied : elbow left; patient information: (B)(6), female, (B)(6); previous health condition: healthy; problem observed during: clinical use on patient / intraoperative; event description: breakage of the central unit during adjusting the humeral carbon rod. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure -15 minutes longer anesthesia; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. Patient current health condition: patient health is very good. Further information received from the distributor on august 17, 2015: pathology treated / surgery description: chronic instability of the elbow. Treatment goals: complex ligament reconstruction and external stabilization via motion fixator. Treatment was finished by using another fixator (procallus elbow fixator (pennig)) successfully. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 93410 lot v1333829 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on july 14, 2015 was examined by orthofix srl quality engineering department. The device was subjected to visual check as per orthofix srl design and product specifications. The visual check evidenced that the connection for the 12 mm bar is broken. The kind of breakage detected is typical of an exfoliation phenomenon that may be linked to a localized corrosion. It was not possible to perform the functional check as the device is broken. The device was then supplied to an external laboratory for further investigation and the results indicate: the analysis of raw material confirms its conformity to specifications. On the base of the tolerances reported in the orthofix srl documentation, the thickness required is inside the tolerance requested for this kind of process, the radius is inside the tolerances required after anodization; the rupture shows a characteristic morphology, that is not related to mechanical events (overload, fatigue, etc.): its progression is parallel to the outer surface of the item, with an exfoliation morphology which is typical of stress corrosion cracking phenomena. On the outer surface of the item, rusty deposits are noticed. The breakage morphology as observed through sem is confirmed as an exfoliation morphology, typically occurring in case of stress corrosion cracking phenomena. The eds spectrum, that is representative of the chemical composition existing on the breakage surface reports: beyond the typical alloy elements, some traces of foreign elements are detected, such as chlorine (cl). The eds spectrum, that is representative of the chemical composition existing on the anodize outer surface reports: the presence of chlorine (cl) is confirmed, along with the remarkable presence of iron (fe)." Orthofix failure analysis can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking. Medical evaluation: the information made available on the case, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "this patient had a chronically unstable elbow joint, which was treated by ligament repair and controlled articulation with an external fixator. The original fixator was to be a galaxy elbow hinge; this broke while it was being applied, and a different pennig elbow fixator was applied. As far as we know treatment was continued exactly as planned; we do not know the outcome." The results of the technical investigation, were sent to our medical evaluator. Please find below an extract of the medical evaluation: "it now seems that the component 934100 of the elbow hinge 94310 broke in this case because of surface corrosion secondary to use of incorrect sterilising solutions which contained chlorine ions. Since the last modification this was the first breakage of this component with over 700 usages, and the laboratory report makes it clear that chlorine ions were present in the surface layer of the material. We must emphasise to the hospital the comments in pq isp: step 1: cleaning of new products. Remove products from their original packaging. All equipment should be carefully examined prior to use to assure proper working condition. Clean with a woven-non woven tissue soaked using a solution of 70% medical grade alcohol and 30% distilled water or with compatible detergent. Detergents with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Rinse with sterile distilled water." Final comments: the results of the technical evaluation can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking linked to the contact with solutions containing chlorine (as highlighted by the eds spectrum). The medical evaluation evidenced as follows: "it now seems that the component 934100 of the elbow hinge 94310 broke in this case because of surface corrosion secondary to use of incorrect sterilising solutions which contained chlorine ions. The laboratory report makes it clear that chlorine ions were present in the surface layer of the material." Based on the evidences deriving from the technical evaluation, orthofix srl can assume that some precautions listed in the pqisp -instructions for the safe processing of the orthofix fixation system medical devices may not have been observed. Please find below an extract of the applicable document, ref: pq isp, section "warnings": aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions; anodised coating is damaged by detergents with free halogen ions or sodium hydroxide; detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Orthofix would like to remind the importance of strictly following the instruction reported on cleaning and sterilising the product. Based on the results of the technical evaluation, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the event occurred may be mainly attributable to a corrosion process due to the substances (containing chlorine) used for cleaning or decontaminating the device. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied : elbow left; patient information: (B)(6), female, (B)(6); previous health condition: healthy; problem observed during: clinical use on patient / intraoperative; event description: breakage of the central unit during adjusting the humeral carbon rod. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure -15 minutes longer anesthesia; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. Patient current health condition: patient health is very good. Further information received from the distributor on august 17, 2015: pathology treated / surgery description: chronic instability of the elbow treatment goals: complex ligament reconstruction and external stabilization via motion fixator treatment was finished by using another fixator (procallus elbow fixator (pennig)) successfully. (B)(4).